Event description:
It was reported that the customer received an unexpected restart alarm. It was also reported that the customer received an off no power alarm, and had a blank display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing with no error alarms occurring during the test. However, several alarms were noted on the history screen due to a corrupted history file. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.